Manufacturer narrative:
(B)(4).

Event description:
As reported by the patient's attorney, an uphold lite with capio slim was used on an unknown date. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.